Event description:
The caller reported that the insulin pump alarmed motor error during the rewind process. She was unable to complete the rewind sequence. Customer's blood glucose level was 286 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.